Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a hole causing leakage. No serious injury or medical intervention was reported.

Event description:
It was reported that bd saf-t-intima IV catheter safety system had a hole causing leakage. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history review was conducted for lot number 7214808. Our records show the reported lot was manufactured on 08/16/2017, and determined that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. The reported tubing defective/damaged by customer was not confirmed due to, no sample or photo was provided for evaluation which is essential to perform a find the root cause. We could not confirm the issue to manufacturing process. The engineering team could not reproduce the reported defect. However, DHR was reviewed with the intention of finding a failure in the equipment or quality problems during assembly that could be related with the reported failure mode. No problems were found, besides, all samples taken for visual and functional characteristics properly met the acceptance criteria currently, there is a sampling plan in place lot by lot to look for this kind of damage and according to internal process rejects (qn¿s) database, no issues like this have been reported. Process (B)(4) were reviewed and there are proper controls in place to detect product malfunctions.